Manufacturer narrative:
Repeated attempts to contact the doctor involved in this incident have been made, however we have been unsuccessful in obtaining any additional information. At this time, we have no evidence to suggest that a product malfunctioned occurred.

Event description:
The doctor reported that they were using the ilook personal imaging tool for transverse imaging of the internal jugular at the mid-neck level, and had a difficult time seeing the needle or tissue compression as the needle advanced. The doctor reported that he ended up sticking the carotid artery but still could not visualize the needle tip either in the carotid or internal jugular. The needle was then removed. When the doctor tried to image the internal jugular again, he couldn't find it and surmised that a hematoma from the carotid puncture had compressed and collapsed the internal jugular. The patient developed a small apical pneumothorax on their chest x-ray and a follow-up film showed an enlargement later in the day. A chest tube was placed and the hemothorax was drained.